Event description:
During my mother's hospital stay at (B)(6), she needed dialysis procedure in which fresenius company was contracted with (B)(6) to perform dialysis of inpatients. In the dialysis procedure, fresenius used its fresenius optiflux f180 dialyzer for initial dialyzing procedure and upon commencement of the dialysis within 5 minutes, my mother experienced the same or similar life-threatening incident as reported to FDA on the following report: model number, f180nre, device problem patient-device incompatibility, event date (B)(6) 2014, event type injury, event description on (B) (6) 2014, patient presented to facility for first outpatient treatment. Pre-tx vital signs stable. Dialysis initiated 6:32 am. Blood pressure 122/74 and pulse 72. At 6:35 am patient complained of feeling dizzy and then became unresponsive. Patient was without pulse or respirations. CPR initiated and continued until ems arrived at 6:45 am. Ems took over patient care. Patient transported to the hospital. Patient currently in the hospital, still under eval. A second attempt to dialyze was made a few days later with the same fresenius optiflux f180 dialyzer and again my mother required CPR and was transferred to the intensive care unit. With the nephrologist at the bedside in ICU, a third attempt was made to dialyze my mother with the fresenius optiflux f180 dialyzer and again my mother required CPR resuscitation. The nephrologist confirmed that my mother had an adverse reaction to the fresenius optiflux f180 dialyzer. The nephrologists then arranged for an alternate dialyzer to be used which was the exeltra brand and dialysis was completed without incident. Several weeks later, and at 11:00pm, fresenius sent a dialysis technician to dialyze mother who was adamant that the f180 dialyzer was safe and was not responsible for my mother's adverse reaction. He ((B)(6)) stated that the adverse reaction was not a result of the f180 and I informed him that he was not to try and dialyze my mother with that product and that the nephrologist wrote order to use the exeltra dialyzer. He then stated that the incidents and we were part of a witch hunt after the f180 product. I was unaware that fresenius was the manufacturer of the f180 and that (B)(6) was in fact employed by the manufacturer. It is my belief that he waited until 11:00pm to dialyze so that he could attempt to dialyze my mother again with the f180 to disprove the adverse reaction. I believe that if they ((B)(6)) or fresenius did not report the three (3) separate f180 dialyzer incidents they did so to "cover up" the fact that the manufacturer has an extremely defective product that caused life-threatening severe personal injury to my mother. The fact that he disputed and vehemently defended his product to the extent that he would reuse that dialyzer after 3 confirmed incidents and without regard to my mothers health and safety clearly exhibits that profits and not safety is in the foremost priority of this manufacturer. I respectfully request that FDA launch a full investigation into these incidents involving the manufacturer fresenius and its fresenius optiflux f180 dialyzer so that if it is determined that the product is defective and has the propensity to render patients unresponsive and necessitating CPR, that it be immediately recalled by the FDA. I will secure any authorizations necessary for the investigation. It is relevant for the FDA to know that I am not a lay medical person, I have 30 years as a licensed respiratory care practitioner and fully understand the nature of the dialysis procedures, and what should and should not have happened. The dates of the incidents will be confirmed and submitted later but there were 2 in (B)(6) 2015 and one in (B)(6) 2015.